Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Age - unk, date of birth - unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +5.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced significant reduction of irido-corneal angles. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned in liquid, with dried, discolored material on the lens surface. Product was returned in the lens container. Visual inspection found the haptic bent. Corrected data: previous patient code, "incision opened" is not correct. Lens was explanted and exchanged in a second surgery. (B)(4).